Manufacturer narrative:
The unit has not been returned after attempts to obtain the unit and no evaluation is able to be completed. The report of "batteries are hot to touch" cannot be confirmed. The investigation is closed.

Manufacturer narrative:
The unit has not been returned to the manufacturer for investigation, but it is anticipated that the user facility will return the unit. An evaluation will be performed once the unit is received and a follow-up report submitted upon evaluation completion.

Event description:
It was reported that the batteries are hot to touch. There was no report of injuries, patient or user involvement, or impact to patient care.